Event description:
It was reported that the patient is experiencing extracardiac stimulation, as the patient states that they can "feel the pacing" and makes them feel like they need to "catch their breath." The lead is currently programmed to a unipolar configuration, but had no capture when tested in the bipolar configuration. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the lead exhibited low impedance, high thresholds, and poor sensing in bipolar configuration. The lead was left in unipolar and will continue to be monitored.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo was found. It was noted that the proximal conductor of the lead became extrinsically fractured due to melting and the outer insulation of the lead was extrinsically breached due to melting. It was also noted that the inner insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products. Model: 5076-45, lead; implant: (B)(6) 2004. (B)(4).